Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular lead. A drop in heart rate was noted but no accompanying symptoms were reported. The noise was not able to be reproduced through testing. No intervention was reported.